Event description:
A baxter service technician found failure code 812:02 in the device's event history. The device was received by the facility's biomedical engineer with no report of this failure code, and no additional information. There was no report of any patient injury or medical intervention caused by the failure of this device. Information regarding whether or not the device was in use on a patient when the failure occurred was not available and no additional contact information was provided.